Event description:
Healthcare professional reported that after injection "under the eyes" with "juvederm," the patient experienced lumpiness and swelling at the injection site. Patient was treated with hyaluronidase.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumpiness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.